Event description:
It was reported that while using the 64l bd¿ extra large sharps collector somehow two lids became faulty. The following information was provided by the initial reporter: we typically order your 19-gallon sharp containers from owens and minor and medline. Somehow two lids became faulty for our staff here and we discarded them. Now we are left with two containers that do not have lids, which presents a problem for us should we get a health code audit.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as flextronics is an OEM manufacturing site. Medical device expiration date: unknown . Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of lid broken/damaged could not be verified due to the product not being returned for failure investigation . According to the DHR review process, the result showed there were no issues reported as lid damaged during the manufacturing process for the part number reported under this complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken for the same part number throughout the last twelve months.

Event description:
It was reported that while using the 64l bd¿ extra large sharps collector somehow two lids became faulty. The following information was provided by the initial reporter: we typically order your 19-gallon sharp containers from (B)(4). Somehow two lids became faulty for our staff here and we discarded them. Now we are left with two containers that do not have lids, which presents a problem for us should we get a health code audit.